Manufacturer narrative:
Device evaluated by MFR: the device returned to boston scientific consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination noticed that the infusion, electrical and baton were cut from the pod. With this damage functionality of the device could not be confirmed. It was noticed that there was shaft damage in the form of buckling/kinks located 1.5cm from the tip, proximally to 13cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 88cm to 90.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). The outer sheath of the catheter broke while inside the patient. The procedure was completed with this device. There were no patient complications reported.

Event description:
It was reported that the catheter broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). The outer sheath of the catheter broke while inside the patient. The procedure was completed with this device. There were no patient complications reported.